Event description:
Device was activated on (B)(6) 2010 at 6 am and the customer's blood glucose was in good control at that time. His pre-dinner blood glucose was 151 mg/dl, but he had difficulty administering a meal bolus at that time and his blood glucose rose to 596 mg/dl. He was able to successfully bolus about an hour after the meal and his blood glucose lowered to 153 mg/dl. He was taken to the emergency room for dka on (B)(6) 2010; no bg results from that day were reported. The pt's certified diabetes educator told the caller that she thinks he may not checking his blood glucose correctly.

Manufacturer narrative:
The device was not returned for eval. We were unable to determine if some malfunction or product condition may have contributed to the pt's high blood glucose and dka. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide recommends that, "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develop."